Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedance values were 126 ohms and the patient was brought in for evaluation. Boston scientific technical services recommended monitoring the patient and if the values get to 150 ohms, further action be taken. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted and replaced with another manufacturer's device due to routine change out. No adverse patient effects were reported.